Event description:
Customer reported that her insulin pump was not working correctly. Customer stated that the insulin pump keypad buttons are not responding. States it is not delivering the insulin and it is not alarming to notify her that there was a blockage. Nothing further was reported.

Manufacturer narrative:
Moisture damage to the keypad traces observed during visual inspection. However, the insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. A scratched lcd window, cracked display window and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.